Event description:
The customer reported via phone call that she took her sensor out and the cannula was severely bent. The customer received low and threshold suspend alarms when her blood glucose level was not low. Customer's blood glucose level was 103 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However found the sensor cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.